Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated h2, h6, h11. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. This report was sent in error as the forceps could not pass through (no slits) would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that three of the four maj-579s in the facility were products that forceps could not pass through (no slits). 3 cases initiated by copy (02573836, 02573837, 02573839). No patient harm was reported.